Manufacturer narrative:
It was assumed that internal electrical resistance of the temperature probe was fluctuating. Concerned probes were requested for investigation. Investigation is ongoing. The results will be reported in a follow up report.

Event description:
It was reported that: an infant which was placed in a babytherm 8004 warmer in skin temperature mode was observed with an auxiliary temperature of 104f (approximately 40 degrees c). The baby's heart rate was elevated and on visual inspection the baby appeared to be flushed. The baby was removed from the warmer and placed into an incubator. A head ultrasound done subsequent to this event revealed a bleed in the baby's brain. It was further reported that the skin temperature reading fluctuated when the skin temperature probe was jiggled.